Manufacturer narrative:
H4: the lot was manufactured between october 25, 2023 - october 27, 2023 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the snap-off product seal (administration port) of an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was partially broken; further described as "the seal was partially broken". There was no leak noted. This was observed upon opening the light protective outer packaging. The bag contained smof (soy, medium-chain triglyceride, olive, and fish oil) lipid and soluvit/vitalipid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (b)(6 e1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.